Event description:
Ems coordinator reported the advantage system gave a blood glucose result 187 mg/dl at a time when the patient had symptoms of hypoglycemia. Retest result within 10 minutes on other hand was 63 mg/dl. Paramedics treated with an unspecified amount of dextrose and had the patient eat a sandwich. Retest result several minutes later, more than 10 minutes from the other readings, with their advantage was 36 mg/dl. "Immediate" retest result with patient's unknown meter was 47 mg/dl. The patient was taken to the hospital. Caller thinks they performed a lab, but can provide no further information. A request was made for the return of the meter and strips, replacement meter sent. Strips supplied to ems by hospital.